Event description:
During surgery for a distal radius fracture using a four-hole distal radius plate, the locking screw did not lock. Surgeon may have turned it wide but within 15 degrees allowing in the sleeve. The plate or the screw may have contributed to the event. This is the 2nd of 2 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or catalog number or lot number provided.